Event description:
The reporter stated that he dosed insulin and passed out. He didn't recall what the device result was at the time. Emt's were called and they checked his glucose with a result of 40mg/dl. He said he was taken to the hospital and given glucose shots. He said he is new to insulin and his doctor did not explain correct insulin dosing to him.